Event description:
The customer was hospitalized for dka. The customer stated that he could not lower the low bgs with the pump. Suggested the customer to correct bgs with manual injections as per md protocol. Troubleshooting was not performed at the time of call. A day later, the nurse called to test the device and passed the functional testing.